Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. Analysis of the returned product noted the stent delivery system (sds) was returned with blood on the dislodged stent implant and on the balloon. There was no contrast visible. This is consistent with the reported information that the sds was inserted into the patient and the stent dislodged. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. In this case, the procedure was to treat a heavily calcified left anterior descending artery which appears to have contributed to the reported failure to cross. Analysis noted the stent implant was returned dislodged from the balloon confirming the reported stent dislodgement. There were crimp marks on the balloon between the markers of the tightly folded balloon suggesting the stent was properly placed at the time of manufacturing and prior to the procedure. The protective sheath was not returned. The tip length was measured and met manufacturing criteria. The distal and middle outer diameters of the stent implant were measured and met manufacturing criteria. The proximal outer diameter was not measured due to damage noted to the stent implant. After the stent could not be advanced, there was resistance (difficult to remove) during removal of the sds. Force was applied and subsequently led to the reported stent dislodged. It should be noted that the instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. In this case, it appears that the use of force during removal could have contributed to the reported stent dislodgement. Analysis noted the proximal struts of the returned stent were mangled which is consistent with the reported information that the stent was successfully retrieved. The anatomical conditions appear to also have contributed to the reported difficulty to remove which resulted in the stent dislodgement. Analysis noted a kink in the bayonet portion of the hypotube 4mm proximal to the guide wire exit notch and multiple bends in the hypotube distal to the strain relief tubing. There was no other damage noted to the sds. In this case, this damage was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. No corrective action will be implemented in this case, as the event appears to be related to the procedure circumstances and there are no indications of a product deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot. The reported failure to cross, stent dislodgement, difficulty to remove, foreign body removal, delayed therapy/ non-surgical treatment and additional therapy/ non-surgical treatment appear to be related to the procedure circumstances and there are no indications of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery, the 2.5 x 23 xience v stent system could not advance. During removal of the stent system from the anatomy, resistance was felt, force was applied, and the stent dislodged. The stent was successfully snared from the leg. No further treatment was provided and coronary artery bypass surgery is pending. The procedure was prolonged; however, there was no adverse patient sequela. Though requested, no additional information was provided.